Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for unknown indications for use. It was reported that patient lowered the stimulation because it was uncomfortable for her. Patient also stated she has pain in her pelvic floor from using so many catheters. Patient stated that she was in a lot of pain and then stated she was in the hospital. There were no device issues reported, and no further patient complications are anticipatedor expected as a result of this event. Additional information was received. Patient reported that she had an infection, was in the hospital, and her leads were removed. No further complications were reported.